Event description:
Distributor reports via e-mail, customer states physician activated footpedal for fluoro shot and fluoro continued for 2 minutes (footpedal not depressed) until emergency stop was pressed. They immediately shielded pt with lead to minimize exposure. Upon reboot the system did not reinitialize and a smell of smoke was present. Pt procedure: cystoscopy. Procedure completed with a portable fluoro c-arm brought into the room and used. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation report, a medwatch 3500a supplemental report will be submitted.